Manufacturer narrative:
Device not released from hospital.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 year follow-up CT showed the presence of a type ia endoleak. The physician elected to convert the patient to open surgical repair. As of the date of this report, there have been no additional patient sequelae reported.